Event description:
In 2009: customer reports female pt of unk age was having a retrograde cystogram when the fluoro stopped working. There was no reported injury.

Manufacturer narrative:
Field service engineer troubleshoot the syracuse fluoro imaging system and found the camera not working properly. The camera was not transferring images to the monitors. However, while troubleshooting the system, the camera started working. The fse recommended the customer to repair camera, but the customer made a decision not to replace the camera at this time. Unit returned to full service by the customer.